Manufacturer narrative:
(B)(4). According to the complainant, the suspect device has been disposed and is not available for return. If any further relevant information is received, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that an expect pulmonary endobronchial ultrasound transbronchial aspiration needle was used during an endobronchial ultrasound - transbronchial needle aspiration (ebus-tbna) procedure performed on (B)(6) 2017. According to the complainant, during the procedure the distal end of the needle was bent causing it to be not visible under the ultrasound. The procedure was completed with another expect pulmonary endobronchial ultrasound transbronchial aspiration needle.